Event description:
On (B)(6) 2012 customer reported that the lh750 instrument had a fluid leak that was observed while performing a startup. Customer stated that the leak was in the area of the blood sampling valve (bsv), but the source could not be isolated. The customer stated the leak was contained in the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found the needle vent line had come off of the needle, thereby causing the leak. Fse cleaned the leak and the needle area. Fse repaired and attached the vent tubing to the needle. Fse ran controls and all passed. No leaks were observed.

Manufacturer narrative:
(B)(4).